Manufacturer narrative:
The lot number could not be specified by the initial reporter. The device was returned in a pouch with a possible lot number: w3485556, mfg date: 10/14/2014, expiration date:10/14/2017. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The device was returned without the clip. Therefore a functional evaluation of the clip deployment could not be conducted. The deployment device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the sheath. The drive wire remains attached inside the handle. Visible inspection of the drive wire hook, and component attachment and catheter component did not show any defects that would cause difficulty in deployment. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record of the lot number provided with the returned device was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. Furthermore, functional testing of the returned device could not be performed due to the separation of the clip from the catheter. This limits our ability to conclusively determine a cause. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb right until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook instinct endoscopic hemoclip. The clip would not deploy [release from the deployment catheter]. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Our attempts to collect additional info regarding patient outcome were unsuccessful.